Event description:
During svc the unit was found to stop cycle with all leds's and a constant single tone alarm. Replaced the logic board due to verified but unrepeatable failure mode. Liquid spill on logic board suspected to be the cause of the failure mode.